Event description:
A patient requested an explant as stimulation did not feel comfortable anymore after a fall. It was noted that all impedances were within range, an xray did not show any lead migration and the ipg position in the pocket had not changed. On (B)(6) 2022, the patient was explanted.